Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer's insulin pump was not working. She stated that she changed the batteries multiple times and it did not resolve the issue. She stated that the insulin pump did alarm for a button error. She did not know the blood glucose reading. Nothing further was reported.